Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator is giving high o2 supply pressure and oxygen not available messages. There was no reported patient involvement.